Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the patient developed dry eye. Still using eye drop 2 years later. Also there is slight shadow at edge of implanted lens. Better than it was but can still see it in certain positions.

Manufacturer narrative:
A sample device was not returned for analysis; lens remained implanted in eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).